Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part # 314.05 synthes lot number: 4308883, manufacturing site: synthes brandywine, release to warehouse date: 15-aug-2007. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (p/n 314.05 s/n (B)(6)) was received at customer quality, and upon visual inspection, it was observed that a portion of the distal tip of the screw driver was broken off and missing. It is clearly sheared off and thus, the complaint condition is confirmed. Device failure/ defect identified? Yes. Dimensional inspection: the shaft ø 4mm of the screwdriver proximal to breakage got measured. Drawing: screwdriver shaft 4/7.3mm cann. Screw, diameter: d = ø 7 +0 / -0.05 mm, measured rod diameter = ø 6.99 mm, conclusion: the measuring result does show conformity. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Document/ specification review: the following drawing(s) was reviewed: -cannulated hexagonal screwdriver for 7.3mm cannulated screw. -screwdriver shaft 4/7.3mm cann. Screw. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? Yes. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) surgery on the right femur on (B)(6) 2019, the insertion tips of a 4 mm cannulated hexagonal screwdriver broke while inserting an unknown cannulated screw. A backup cannulated screwdriver was used. There was no reported surgical delay. The surgery was completed with no adverse consequence to the patient. Concomitant devices reported: unknown cannulated screws (part # unknown, lot # unknown, quantity # unknown). This report is for 1 of 1 for (B)(4).